Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device had been fully clip deployed and the deployed clip was not returned. All external and internal observations of the device handle, fully slit sheath, delivery tube and retracted vessel locator were normal for a clip deployed device. There was no detected device damage or anomaly, externally or internally, that may have accounted for the reported event. Redeployment lab testing of the device was conducted to check the device deployment functions, less the non-returned clip. The testing was successful with full redeployment of the device. There was no lag time, delay or malfunction detected. The reported use of the starclose se device in a patient with a mildly calcified common femoral artery is inconsistent with the instructions for use. Additionally, the patient reportedly had peripheral vascular disease which may have also play a role in the complaint but this could not be confirmed. There were no other observations noted during the investigation. Based on the investigation findings there were no manufacturing or quality issues and the device performed according to specification. The root cause for the complaint is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of mildly calcified common femoral artery after an interventional procedure. Reportedly, during clip deployment, the trigger was depressed. The clip did not deploy and was reported to have not left the device. The device was removed from the anatomy and a non-abbott device and manual compression were applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.